Manufacturer narrative:
The pod was received not deployed with the pink slide insert not visible in the top housing viewing window and the cannula not visible in the bottom housing needle well. The download data shows the pod was received with 0 pulses and in pod state 14. Indicating that the pod did not complete the activation process after being filled. No damages or deficiencies were observed that would prevent the pod from completing the activation process and deploying as intended. No problem was found.

Event description:
It was reported that the patient's blood glucose level reached 21.9 mmol/l (394.2 mg/dl). The cannula did not deploy during the activation process indicating that a needle mechanism failure occurred. The pod was worn between 1 and 4 hours. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.